Manufacturer narrative:
A visual examination of the returned device found residue on the device, indicating procedural use and the basket was in the closed position. The guidewire lumen (side-car) presented push-back. Functionally, the basket could be extended and retracted, but some resistance was encountered due to the noted residue. When extended, the basket wires were found to be evenly spaced and undeformed. Additionally, a leak test was performed, but was not successful due to dried contrast blocking the injection port. However, no leak was observed at the handle. Further analysis of the handle confirmed that it had been properly assembled, no occlusion was noted in the coil assembly lumen, and that contrast residue was present on the internal components. The condition of the returned incident device was not consistent with the reported event since no leak was observed at the handle. Additionally, the device evaluation found that the guidewire lumen (side-car) presented with push-back. This damage likely occurred due to anatomical/procedural factors which limited the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an endoscopic sphincterotomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, when contrast was injected into the device, it would exit from the handle rather than the tip. The procedure was completed with the same trapezoid rx lithotripter compatible basket device. No device damage was seen or reported. Reportedly, the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; side-car push-back.